Manufacturer narrative:
The device was not returned to bsn. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that during the second stage of the dbs ipg implant the physician found there were high impedances on one of the leads. The physician attempted multiple trouble shooting activities, but the impedances remained. The physician decided to explant the lead with high impedance. The patient was fine post operatively.